Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 slide rail was damaged and pyxibus module control (pmc) board was faulty. A field service engineer found no issue in biometric identifier. Fse found drawer 6 was not opening, replaced drawer slide rails. Restarted the station drawer 6 was not detected, replaced pmc board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 6 failed and biometric identifier was not working. Required maintenance. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.